Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels, in the 300 mg/dl range, 48 hours after a cartridge change. Customer delivered boluses to bring bg levels back to target range. Tandem technical support educated the customer on changing the cartridge every 48 hours when using humalog insulin.